Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/ pt contacted lifescan alleging incorrect strips in one vial of four in a box and all four vials had the same labeling. The customer care advocate noted the description of the strips sounded like our ot select strips and therefore would not turn the meter on. There were no allegations of harm or injury. Replacement products were sent to the pt.